Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed out the infusion set and tubing. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 202 mg/dl.